Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient felt pain at their right side. Four days later, x-rays showed the lead had migrated. To address the issue, the physician explanted the lead and replaced it with two new leads. Postoperatively, effective therapy was achieved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.